Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786, serial/lot : 1651d00159 h3, h6: the computer was returned for product analysis. The computer booted normally to the burn-in test drive. It completed two passes of the burn-in test. No unresponsiveness was observed. The video capture card was fully functional. All video ports were fully functional. The computer was fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. An update was provided from the field that after installing a new ssd, the system became unresponsive when trying to install the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unresponsive. There was no patient present when this issue was identified. An update was provided that when a manufacturer representative was on-site, it was noted that the first moment the system was powered on and in the medtronic screen, the system became unresponsive and the system had to be re-started. It was not possible to move the mouse or use the touch screen functions. After rebooting, it was possible to get into the software and work through register/navigation using a demo model a few times. The site noted that this was not the first occurrence that had happened and that a re-start would resolve the issue.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The issue was confirmed and the central processing unit (cpu) was replaced. Fdm (B)(4), fdr (B)(4), fdc (B)(4) are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.